Event description:
My daughters cochlear implants failed her which results in her having to have a surgery on (B)(6) 2021 at (B)(6) where they are surgically implanting new hearing implants. We did multiple tests with the audiologists and asked 2 surgeons who informed us that the implant was failing. We tried to ask cochlear to confirm the failure they never did or accepted that it failed. FDA safety report ID # (B)(4).